Event description:
See initial report

Manufacturer narrative:
H.10: the affected device was received at the manufacturer site and the reported failure could not be confirmed during functional tests. The clamp was cleaned and subsequent functional verification testing was completed without further issues and the unit was returned to service. Based on the fact that a hardware failure of the clamp can be ruled out, the most likely root cause of the reported issue was contamination/dirt accumulation in the occluder flap due to use conditions and/or inadequate cleaning by the user. The reported event is therefore re-assessed as non reportable.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the electrical venous occluder (evo). The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that an electrical venous occluder (evo) gave a faulty encoder error message during priming. Reportedly the clamp did not close completely. A loan device was provided to the customer. There was no patient involvement.